Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 20 in type ii bone, the implant had not yet obtained osseointegration. Clinician reports an infection, bone resorption, pain, bleeding, inflammation and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 20 in type ii bone, the implant had not yet obtained osseointegration. Clinician reports an infection, bone resorption, pain, bleeding, inflammation and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post- operative complications. (B)(4).